Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified the customers lack of maintenance with the device contributed to the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.